Event description:
Healthcare professional reported a right side rupture. Healthcare professional reported particle in the right device. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe. ¿ rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional reported particle in the right device. Device explanted.